Event description:
It was reported that on (B)(6) 2013, the physician planned a chimney implant with the positioning of two gore viabahn endoprosthesis in the right inferior polar renal artery and the gore excluder aaa endoprosthesis below the lowest renal artery. After the simultaneously deployment of both the gore viabahn endoprosthesis and gore excluder aaa endoprosthesis main body, he performed a kissing ballooning procedure. The positioning was satisfactory and correct. After the gate cannulation and the controlateral leg component deployment the physician observed the migration of the gore excluder aaa. Endoprosthesis main body proximally about 2 cm. The migration caused an impairment of flow in the left renal artery and in right polar renal artery. The physician decided to convert the procedure to open surgery. The gore excluder aaa endoprosthesis and both the gore viabahn endoprosthesis were explanted successfully. After the open surgery the patient reports good general condition (no renal impairment).

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Images were sent to gore for analysis. Further information will be provided. Also were implanted two gore viabahn endoprosthesis and pxc141200/(B)(4) device.